Event description:
On 12/12/91, a 19 diopter pharmacia anterior chamber lens was implanted in the anterior chamber of the patient's left eye. There did not appear to be good iris support or angle support for it superiorly. It was decided to remove the lens and it was grasped and gently removed through the woulnd. It was then noticed that one of the haptics was missing from the lens. This was seen to have fallen posteriorly into the eye. The surgeon was unable to remove the retained piece of lens. The wound was closed and the patient was referred to a vitreous surgeon in jackson, ms, who removed the retained piece of lens on 12/16/91 and sutured in a posterior chamber lensdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, inherent risk of procedure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.